Event description:
It was reported that when the device was used during a skin graft, the device did not release the staples. The clinging staples tore the graft. Another device was used to complete the case. There were no consequences to the pt.